Manufacturer narrative:
The report we received from our affiliate indicated that an aneurysm embolization procedure was being performed on the basilar artery - superior cerebellar artery. As reported there was no calcification in the lesion and the vessel was heavily tortuous. This product was the third coil in this procedure. At the priming, the pressure did not decrease. As reported, it might have been that the coil was attached tightly in the gripper. This product was replaced with another coil of unknown lot number and the procedure was successfully completed. There is no information whether the same indeflator was used after the event. There was no information on the concomitant medical products. As reported, there was no adverse consequence to the patient. The product is not available for evaluation and testing.

Event description:
Unable to deploy the coil.